Manufacturer narrative:
Patient information is unknown. Additional product codes: erl, hbe, hwe. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing date: january 18, 2016. Manufacturing location: (B)(4) (device manufactured by (B)(4).) Business group: (B)(4). Device 03.000.424s is a batch number controlled product, therefore no service history record review is possible. No non-conformance reports, rework or other relevant quality notifications were referenced in the device history record. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The conclusion of the DHR review is that the final product, met inspection requirements, certification test values, and acceptance criteria. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the sawblades broke during surgery. All fractured parts were successfully removed from within the patient. There was no report of patient harm or delay to the procedure. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and to be a duplicate of (B)(4). The information has already been reported on medwatch MFR number 3000270450-2016-10096. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and to be a duplicate of (B)(4). The information has already been reported on medwatch MFR number 3000270450-2016-10096.